Event description:
The user reported that she loved the cup but one day couldn't remove it and had to visit her obgyn to have it removed. She commented on how she believed she probably needed a different shape and asked if she should return the product.